Manufacturer narrative:
The complaint investigation was performed for false non-reactive alinity I hiv ag/ab combo results which included a review of data and information provided by the customer, ticket trending review, labeling review and device history record review. Return testing was not completed as returns were not available. Trending review determined no trends identified for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause list number and complaint issue. Labeling review determined that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity I hiv ag/ab combo assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p07-22 that has a similar product distributed in the us, list number 08p07-21.

Event description:
The customer reported a false nonreactive alinity I hiv ag/ab combo for a patient. On (B)(6) 2020. The following data was provided (B)(6)): the patient sample was tested on the alinity I processing module, and generated a (B)(6) result. When the sample was retested on roche, siemens, and immunoblot (positive, all bands except p17) methods, the patient sample generated (B)(6) results. A previous sample from (B)(6) 2019 (sid (B)(6)) was retested on (B)(6) 2020 with the alinity I hiv ag/ab combo, and generated a result of (B)(6). A sample from (B)(6) 2020 was tested on (B)(6) 2020; sid (B)(6) generated a result of (B)(6). These 2 patient samples were tested by a beckman coulter platform, and generated a (B)(6) result. There was no impact to patient management reported.